Manufacturer narrative:
Analysis of the new implantable neurostimulator (ins) found significant anomalies during the lead insertion tests. The ins connector port was initially observed to be free of obstruction. However, during the lead insertion test, the lead would not seat completely in the ins on the third attempt. It was observed that the #1 connector bal seal had come loose and had been pushed to the back of the connector port. This was confirmed through x-ray imaging. Output was tested by poking through the access-hole adhesive with a probe which showed good output. Ats testing could not be done due to damaged bal seals. Additionally, initial review found invalid parameters and the setscrew was backed out too far. (B)(4).

Event description:
It was reported that troubleshooting was needed for an intra-operative impedance issue. There was trouble inserting the lead; a header block issue was observed as the lead could barely advance despite the setscrew being backed out. A few impedance tests at different settings showed all electrodes were high, noting greater than 4,000 ohms. Expected motor responses when testing the device were not observed during the procedure. No visible damage to the lead was seen, but there was some visible blood in the header block. A new implantable neurostimulator (ins) was used which resolved the impedance and lead insertion issue. Patient recovered without sequela, though no symptoms were associated with the event. The device was returned for analysis.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.